Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic inguinal hernia repair procedure. The device was being used in the abdomen. The valve seal was damaged. There was no rapid loss of abdominal pressure due to the issue. In order to resolve the issue and complete the case, plugged the hole at the end of the trocar and inflated the balloon blindly. There was no patient harm. The patient status is alive, no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted; that the dissector balloon was disengaged from the cannula. The trocar balloon, lock collar, valve seal and obturator were not received. The insufflation bulb and inflation syringe were not received. The condition of the device precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the disengaged balloon may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.